Manufacturer narrative:
Siemens filed MDR 2247117-2020-00025 on 11-jun-2020. Additional information (17-jun-2020): siemens further investigated the issue and reviewed the human chorionic gonadotropin (hcg) reagent kit release data; the acceptance criteria was met at release. The hcg assay is sensitive to water quality and sample pipetting. The issues identified and corrected during the service visits, mentioned in the initial MDR, potentially contributed to the discordant results. The customer has monitored the assay performance following the service visits and has no further concerns. The conclusion code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2247117-2020-00026_s1, 2247117-2020-00027_s1, and 2247117-2020-00028_s1 were filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on 4 patient samples across 4 days on the immulite 2000 instrument. The customer indicated that quality controls (qcs) recovered acceptably and the samples were centrifuged at the correct speed and time. The customer ran a water test. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse decontaminated the instrument with probe wash, checked the sample and reagent alignments to blind hole, and adjusted the reagent probe. Then, the cse checked the wash and dilution well speed and determined that they were within specifications. Then, the customer ran two samples, readjusted the assay, and decontaminated the instrument with sodium hydroxide. In a subsequent visit, the cse replaced the sample and reagent probes. The cause of the discordant, falsely elevated hcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2247117-2020-00026, 2247117-2020-00027, and 2247117-2020-00028 were filed for discordant results obtained on the other days.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s). Two days later, the sample was repeated on the same instrument and on a non-siemens' instrument. The repeat results recovered lower than initial result. The repeat result of 1 miu/ml was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.